Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device is a veterinary product and is not intended for human use. The dimensions of the screw head were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. Since the lot number ins unknown the present complaint cannot be fully analyzed. We can only confirm that the screw made from stainless steel is manufactured in compliance with the ao/asif specification and with the international standard. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason.

Event description:
A veterinarian in the (B)(6) reported a veterinary cortex screw broke while inserting. Screw shaft remained in the dog. No mechanical tension was put onto the screw, no force was appllied.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This device is a veterinarian device and does not have a 510(k) number. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.